Event description:
A malfunction alarm was reported on a pump, displaying malfunction code malf 5. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support was unable to troubleshoot the issue because the caller, who claimed to be the legal guardian of the patient, was not listed as a guardian or consent contact. They advised the caller to provide paperwork proving guardianship to update the patient's file and proceed with further actions.